Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was an issue with a joey feeding pump. The customer states that the tube was connected at 10 o'clock and a bottle of 90ml of thickened first-year milk was set in the nasogastric tube. Four hours later, only 10cc of milk passed while the pump indicated 88cc passed. The pump did not alarm. The milk was thick but not excessive.

Manufacturer narrative:
To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. This complaint file shall be closed as unconfirmed at this time. If the unit is returned, the complaint shall be re-opened. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a routine basis and if a trend is observed, actions will be taken as necessary. This information will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.